Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, a balloon pinhole rupture was noted when inflated at 1atm for 1 second. The device was removed without any problem with the usual method and procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6).